Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented in sustained ventricular tachycardia. Upon examination, it was found that the patient's implantable cardioverter defibrillator had incorrectly interpreted the patient's true arrhythmia episode as supraventricular tachycardia, and no high voltage therapy was delivered as a result. Corrective programming changes were made. No additional patient consequences were reported.